Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device, used for treatment, was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. This confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state due to a motor current error. The root cause was determined as a component failure. As the occurrence of this failure is within the acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, after surgery when applied to newly operated hip alloplasty patient, pico 7 device worked fine the first 24 hours. Then all four lamps began to light. It was not possible to turn off the pump. The treatment was completed using a smith & nephew back-up device. It is unknown if there was a delay in treatment. No other complications were reported.